Event description:
Issue: performing certain actions from the specimen worksheet may also perform the action on tests not visible in the workspace for the selected specimen. Description: if filtering on connection name in the sm workspace, which can be accomplished by filtering on connection name or by limiting the user's access to connections via user security, the following issue will occur. When a sample has tests on multiple connections and the following actions are performed, the connection name filter will not be applied correctly when determining when tests to be performed by the action. Other filters used within the sm workspace will be respected. The following actions are affected: release, reject, manual download pending test, cancel, print barcode, send to host. This has been observed by a customer that had an sm workspace that was filtering on connection name and results were held for verification across multiple connections. When releasing the tests that were displayed in the test worksheet, all of the tests that were held for verification across all connections, were released for the selected specimen.

Manufacturer narrative:
Actions taken: site reporting the problem has been contacted with info about the issue, and informed of the temporary solution to use to prevent the problem. Other customers who may be affected too have been notified of the issue and temporary solution. In order to ensure no new customers are affected, shipments of instrument (B)(4) have been stopped pending the release of the patch. Work on the patch of software has begun. Actions to be taken: a letter describing this issue and resolution will be sent to the customer base affected by this issue. The software patch will be made available for download from our website, as per our established procedures. Data innovations will assist any customer with questions or needed assistance with applying the patch.